Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had not felt stimulation in about a week and their last successful charge session was about a month ago. The patient reported that the reason for not charging was that they were sick, had a ¿head thing,¿ and were unable to recharge. They stated they did not intend to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when the patient called the manufacturer they talked to the ones that work on the devices and found the one that was not working. It was noted that the patient did not understand the question about what steps were taken to resolve the lack of stimulation and inability to recharge.